Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "exercised and my pulse went to 50 and then to 46. I am worried, it's like the pacemaker wasn't working. I was getting pvc's (premature ventricular contractions)." The patient was directed to contact their clinician to have a device check performed. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.